Manufacturer narrative:
The jka antigen was confirmed on returned and retention capture-r ready-screen (I and ii), lot x206 with anti-jka, lot qc#3 (diluted 1:32) using capture-r indicator red cells, lot 221049 by calibrated method. The 2_cell testing was performed with retention capture-r ready-screen (I and ii), lot x206 and capture-r indicator red cells, lot 221049 using in-house donor samples and customer's patient samples on an in-house galileo. The returned samples and in-house donor samples were nonreactive in all testing. Hemagglutination tube testing was performed with customer's patient's samples using cell I [jk(a-)] and cell ii [jk(a+b+)] from retention panoscreen I, ii, and iii. Immuadd was used as potentiator. The patient samples were nonreactive with cell I and exhibited very weak positive microscopic reactivity with cell ii at iat phase. Calibrated manual testing performed with retention capture-r ready-screen (4), lot k148 and capture-r indicator red cells, lot 221049 using customer's patient's samples. One sample exhibited moderate positive reactivity with jk(a+b-) cells, weak positive reactivity with jk(a+b+) cell. Samples appear to have weak and variable reactivity.

Event description:
Customer reported a missed antibody using the 2 cell screen assay on the galileo. A patient sample was initially tested in 2007; negative antibody screen results were generated on the galileo. The patient was transfused with 2 units of blood on the same day, antigen status unknown. A sample from the same patient was tested on four days later; a negative antibody screen resulted on the galileo. The patient was transfused with 2 units and one unit was jka positive. Another sample from this patient was tested on six days later; antibody screen was positive on the galileo. The samples from original date and four days later, were retested; positive reactions were observed. Positive reactions were also observed with those samples using tube testing with peg as an enhancement.